Event description:
The patient was revised because of osteolysis and poly wear of the insert.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed polyethylene wear. Product information required to review the device history records and search the complaint database was not provided. The root cause of the polyethylene wear is being attributed to expected wear/deterioration. The device was implanted for approximately sixteen years. Polyethylene wear after sixteen years implantation is not unexpected. Based on the performed investigation, a need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.